Manufacturer narrative:
The stimulation nexframe ring assembly screw was broken due to overstress / damage. The housing of the screw was also cracked and damaged. The attachment ring screw was also bent and there was damage visible on the treads and screw head; the screw head was rounded. Upon review of the analysis results, it was determined that eval code-conclusion and eval code-result no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: db-2040, lot# 082508216, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the screw head on the nexframe was striped when trying to remove the base after the implant procedure. The cause of the event was unknown. The hcp has used the blue screwdriver to attach and remove the base, but the striped screw made it difficult to remove. The hcp was able to pry off the base. No actions or interventions were taken and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.